Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-14, additional information was received from a patient. It was reported the controller was taking a long time to connect to the pump. The agent reviewed how to clear data from the handset. The patient confirmed they were able to successfully clear the data.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for back/leg pain/non-malignant pain indications for use. It was reported that their personal therapy manager (ptm) had not been working for the past two days. The patient stated that every time they try to get a bolus, they get a message that the application was not responding. The agent had the patient attempt to connect to the pump. The patient mentioned that it has been taking a long time to connect, close to 30 minutes to connect. The patient also mentioned that the controller will get stuck at 90% for a few minutes and then 'app not responding' will appear. The patient confirmed that this has been happening for about a month. The agent reviewed how to close all applications and clear data. The patient was able to successfully connect and bolus. The troubleshooting steps that were taken on the call resolved the issue.